Event description:
Per (B)(6), the pivot link part number 1110002 from standard manual wheelchair model trsx5, serial number (B)(4) broke and is under warranty needs replaced/no follow up required.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.